Event description:
It was reported by the zimmer knee registry that the patient was revised due to instability. Based on the info provided by the surgeon, the device was not related to the event.

Manufacturer narrative:
Investigation into the mfg records for the implant indicated that it was mfg to specification. Based on the info provided by the knee registry, the surgeon concluded that the implant was not to the event. Should additional info be provided to further this investigation, the report shall be updated.